Manufacturer narrative:
Block h6: imdrf device code a150103 captures the reportable event of clip premature deployment in unknown anatomy.

Event description:
It was reported to boston scientific corporation that a resolution 360 clip device was used in an unknown anatomy and an unknown procedure performed on (B)(6) 2023. During procedure, the clip released while doing positioning maneuvers. No further information has been obtained despite good faith efforts. No patient complications have been reported as a result of this event.